Manufacturer narrative:
The device associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio post tone. No pt harm reported.